Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector on the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system had an intermittent connection with the navigation system following an update to the application software on the imaging system. The bulkhead connector on the imaging system was bypassed to restore functionality. There was no patient present when this issue was identified. No additional information was provided.